Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in bile duct during a bile duct biopsy procedure performed (B)(6) 2023. During the procedure, spyscope was inserted in the bile duct, and it perforated the papilla part, an endoscopic nasobiliary drainage tube (enbd) was inserted, and procedure was completed.

Manufacturer narrative:
The complainant was unable to provide the lot number; therefore, the manufacture date and expiration date are unknown. (Patient codes): patient code e2114 captures the reportable event of perforation.